Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced urethral atrophy with his artificial urinary sphincter (aus) device. He underwent a revision procedure in which all components were explanted and replaced.

Manufacturer narrative:
Investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review the delivery device instructions for use (IFU) was reviewed. The patient symptom atrophy was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient experienced urethral atrophy with his artificial urinary sphincter (aus) device. He underwent a revision procedure in which all components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts